Event description:
Report from business partner regarding adverse event described as "patch blew out 5 weeks after a carotid endarterectomy." Patient had been implanted with vascure for vascular repair (model # cmcv-014-609, lot #unknown). Event failure reported as device-related large hematoma requiring repair by carotid bypass. Date report received by partner 10oct2023, and forwarded to aziyo/elutia on 11oct2023 - actual date of event not known. No further information is available, a follow-up report will be updated if more information is received regarding this event.

Manufacturer narrative:
No sample was returned for evaluation. Manufacturing review of the vascure for vascular repair device history record for the reported event could not be completed, as the lot/serial number was not provided. It is noted that per the instructions for use provided with the finished vascure for vascular repair device, hematoma and patch dehiscence/ rupture (deterioration) are listed as potential complications associated with an endarterectomy procedure and device usage. The additional information provided by the surgeon implies that the patch dissolved and did not repair the defect. "Hematoma" was the original diagnosis, indicating that there was bleeding at the site of the patch. The source of the bleeding cannot be conclusively determined. However, the surgeon indicated that the patch was hydrated in heparinized saline prior to implantation (not indicated in the IFU). This could have had an impact on the integrity of the patch itself. It is also likely the patient was placed on anticoagulation therapy for the underlying condition that required the endarterectomy, making the development of a post-op hematoma more likely than a patient who was not on anticoagulants.